Event description:
It was reported that one month post implant the ventricular lead was found dislodged, with failure to capture. It was not possible to reposition the lead, as the helix was stuck. Therefore the ventricular lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.